Event description:
Following a radiofrequency ablation procedure, an infection occured at the needle site. Following the procedure, the pt presented with redness, pain, drainage and fever. Surgical intervention was performed to drain an abscess and the pt was treated with antibiotics.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record and sterilization records. These records show that each manufacturing and inspection operation was performed and completed in accordance with the specifications and no anomalies were uncovered that could have contributed to a sterility related non-conformance. Based on the info received, the cause of the reported infection could not be conclusively determined.